Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal da artery, overlapping a previously implanted xience. When the 3.5 x 18 mm xience alpine stent delivery system (sds) was advanced, resistance was felt while passing through the hemostatic valve. The sds continued to be advanced, and no resistance was noted with the artery. The sds balloon was pressurized to 12 atmospheres (atm), and under angiography displayed balloon inflation. The sds was then removed and it was noted that the stent was still on the sds balloon, and there was tip damage observed. A non-abbott sds was used to treat the lesion successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to position, the reported failure to deploy and the reported material deformation were able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the following information was reported: when the xience alpine stent delivery system (sds) was inflated inside the lesion in the left anterior descending artery, the stent was not seen. During removal, resistance was again noted with the hemostatic valve. After removal, the stent was on the balloon and the stent struts were flared. No additional information was provided.